Manufacturer narrative:
H11: the actual device was not available; however, the machine was evaluated on-site by a qualified technician. The machine was inspected and found to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the alarm was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis therapy with an ak98 machine, the machine alarmed for air in venous chamber even though the "patient made sure there was no air in the chamber". Treatment was discontinued and the patient lost two circuits of blood. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.